Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with myopotential oversensing on the implantable cardioverter defibrillator. The oversensing was inhibiting pacing. Programming changes were made.